Event description:
The customer reported that the unit failed to recognize the battery.

Manufacturer narrative:
(B)(4) : the customer reported that the unit failed to recognize the battery. The unit was evaluated at philips and the failure was verified. Replacement of the battery pca resolved the failure. The unit passed all post servicing testing and was shipped back to the customer site.